Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was taken to the emergency room (ER) due to a blood glucose level that ranged from 162-163 mg/dl and high ketones. Prior to going to the ER, the customer delivered a correction bolus to address high bgs. While in the ER, customer was under observation, and did not receive additional treatment. The customer was released from the ER eight hours later with no permanent damage. The cause of the reported issue was due to an occlusion alarm. Prior to the report, the customer had already changed the cartridge and infusion set; therefore, no troubleshooting could be performed by tandem technical support to determine a root cause. The customer acknowledged the pump functioned as intended and declined to perform a system check with tandem technical support.